Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain 5 of 11 of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that there was an open clamp on an unused supply line as well as a loose connections between supply lines and supply bags. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. The hp planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, it was determined that the cause of the alarm was due to a loose connection. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.